Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm can be confirmed based on the information recorded in the provided log files. The event log file contained data captured on (B)(6) 2023 from 12:36 to 13:50. There was a backup battery fault alarm related to a load test fail recorded through the entire log file. The pump support was not affected, and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from (B)(6) 2023. The recorded data indicated that a backup battery fault alarm related to a load test fail became active between 8:48 and 9:48 on (B)(6) 2023. Pump support was not affected, and the system maintained the set speed with no interruptions. A specific root caused for the backup battery fault alarm was not able to be determined. The system controller, serial number (B)(6), was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. If the system controller is later returned, the file will be reopened, and the device will be evaluated. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a replace ebb alarm reoccurred on (B)(6) 2023, and the controller was exchanged. The patient tolerated the exchange with no issues. The controller would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.